Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2021 with blood glucose of 560 mg/dl. The blood glucose was elevated due to bent cannula. The customer's current blood glucose was 181 mg/dl. The customer did experienced the symptoms such as headache, flu, unwell, altered visions at the time of hospitalization. The customer feels okay to troubleshoot. The auto mode feature was not active at the time of high blood glucose event. The customer had been using the insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.